Manufacturer narrative:
Date of event was reported as 3 or 4 weeks after implant ((B)(6) 2018). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient indicated that, for the first few weeks, the device worked fine. However, they reported that, for about 3 or 4 weeks after the implant of the device ( (B)(6)2018), it slowly started to lose its effectiveness. Prior to report, the patient tried to increase the stimulation and it did not do anything for their bladder but it made them feel like they were about to have a bowel movement. They would try go and have a bowel movement but nothing would come out. The patient also tried other programs and noted on program 2 they got a sharp pain in the rectum. They mentioned the other programs, the ¿flow¿ was better but their bladder was not emptying completely. The patient was redirected to contact their healthcare professional (hcp) to set up an appointment for reprogramming. There were no further complications reported or anticipated.